Manufacturer narrative:
There were 2 devices used in the surgery and we're submitting 2 mdrs for the same event list of products involved: blade 1884380em quadcut 4.3mm x 13cm m4 lot# no information blade 1884380em quadcut 4.3mm x 13cm m4 lot# no information this report is the same event with regulatory rep # 1045254-2021-00332. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the health care professional that the blades were vibrating excessively during endoscopic sinus surgery. There was no patient impact. The procedure was completed by a back up device and had 5 minutes delay. The devices had contact with the patient. On follow up it was reported that the vibrating devices were used initially and then they opened another blade to finish the case successfully.